Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause of the reported tamper switch issue on the pcu was not conclusively identified. However, the customer indicated that they would be replacing the tamper switch themselves. If further assistance is needed, they will contact tech support for additional troubleshooting.

Event description:
It was reported that the pcu has tamper switch broken needs repair. There was no patient involvement.